Manufacturer narrative:
D10: (B)(6) - 101-45-30 - 4.5mm drill bit 30mm. (B)(6) - 01-030-40-0536 - alt xle lnr ntrl g5 36. (B)(6) - 170-36-07 - biolox delta femoral head 36mm od, +7mm. (B)(6) - 01-030-01-0552 - alt cup clstr g5 sz 52. (B)(6) - 180-65-35 - alteon 6.5mm screw, 35mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01546. The reason for the revision reported cannot be confirmed from the information provided but may be the result of acetabular loosening and femoral stem loosening. The reported acetabular loosening and femoral stem loosening could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 14 months after a left total hip replacement procedure, the patient underwent a revision procedure to address loosening. No further issues or complications were reported. Images were provided. No additional information is available.